Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Internal inspection of the driver revealed scuff marks on the primary motor and main printed circuit board assembly (pcba), a broken u21 pressure sensor on the main pcba, and raised inserts and fractured housing bosses. These visual findings indicated that the driver received an impact shock, most likely from rough handling. The alarm history was reviewed and revealed an alarm code of "4b" (right drive pressure too low for long enough to be permanent time-out) and is consistent with a broken u21pressure sensor on the main pcba. The customer-reported issue of a fault alarm was confirmed. The driver passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. The driver alarmed, as expected, after 15 minutes of run time due to the broken u21 pressure sensor barb. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.